Event description:
Patient reported difficulty with charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.